Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: 8100 sn: (B)(4) customer wanted to know what is the cause of this error code. I explain to the customer that the error code is a keypad failure, and the customer stated that he replaced the keypad and he's still getting this error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that if he replaced the keypad and he's still getting this erro code, then he would need to replace his logic board. The customer said ok I think I have one in the shop, so I will replace the logic board and if I have any more problems I will call back. I said ok and the call was ended.